Event description:
It was reported that the patient experienced a loss of therapeutic effect about six days ago; this was a "sudden change". The patient reported no falls or trauma. Impedance readings showed greater than 2000 ohms on the unipolar paris; the bipolar pairs seemed to be within range. Therapy impedance were greater than 2000 ohms. The patient's status was reported as "fair". Additional info has been requested, a follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178-2008-04775.